Event description:
The customer reported that the system locked up during the boot process. This resulted a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A non-descript workstation pcb assembly was removed and reseated to correct the issue. The system was tested and found to be working as intended and returned to service.